Manufacturer narrative:
(B) (4)

Event description:
A confirmed pump motor stall was noted in the event logs with no motor stall recovery. The motor stall was caused by the pt having an MRI or other medical procedure. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.